Event description:
Customer states the use by date on the compact test strip drum label is 2009-11; manufacturer's batch record confirmed the actual use by date to be 11/30/2005. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
Retention samples expired, historical data only.